Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. In this case, there was no reported device malfunction associated with the mitraclip delivery system. It was confirmed that the patient effects were deemed unrelated to the study device and procedure; therefore, the lot history record review, similar incident query and risk assessment review for this product were not performed. No further investigation is required.

Event description:
Subsequent to the previously filed report, additional information was received that the heart failure, renal failure, respiratory failure, ventricular tachycardia, cardiac arrest and subsequent death were not related to the mitraclip device or procedure. No additional information was provided.

Event description:
This report is conservatively filed for the patient death secondary to congestive heart failure. It was reported that one mitraclip was implanted on (B)(6) 2012 in the patient with functional mitral regurgitation (mr) reducing the mr from 3+ to 1+. Two and a half years after the mitraclip procedure, (B)(6) 2015, the patient was admitted for acute decompensation heart failure and given diuretic medication (lasix). The patient was referred for a left ventricular assist device, but the hospitalization became complicated with medical conditions such as sustained ventricular tachycardia with cardiac arrest and acute kidney injury. The patient was placed on continuous venovenous hemofiltration dialysis. The patient had respiratory distress and was placed on a mechanical ventilator on (B)(6) 2015. The patient was removed from the ventilator on (B)(6) 2015 and comfort measures were provided. The patient expired on (B)(6)2015 due to cardiopulmonary arrest secondary to congestive heart failure. The study physician did not provide an assessment of the relationship of the device to the patient effects and death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.